Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was not reviewed; no lot number information was provided.

Manufacturer narrative:
D4 and h4 the material#, lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding an unspecified primary plum set that experienced air in line. It was stated in the report that there was air in the line. The event occurred on (B)(6) 2025 during infusion. There was patient involvement, but no adverse event reported.